Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This supplemental is due to the patient undergoing surgical intervention to remove the device. Return request has been sent to the representative. Analysis will be performed if the product is returned and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited tones, and recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. The battery appeared to be depleting more quickly than expected. The patient underwent a surgical intervention to remove the device and implant a new ICD. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited expected tones, and recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) has asked for device files for analysis. The device remains in service as the patient was scheduled for replacement but elected not to have the operation. No adverse patient effects were reported.